Event description:
Facility staff reported that this bed has no bed functions and the head was up. No injury was alleged.

Manufacturer narrative:
Tech found that the bed had no bed functions and the head was up. Replaced the controller to resolve this issue.